Event description:
Approximately four and a half months after the implantation, the patient reported that he had dropped his controller while at home. Shortly afterwards, he developed erythema and drainage from his lvad ((B)(4)) driveline exit site, and was re-admitted to the hospital. Cultures of the site proved to be positive for acinobacter baumannii. He was treated with minocycline and wound debridement. The exit site improved and he was discharged home at a later date.

Manufacturer narrative:
The product will not be returned for evaluation. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The product remains implanted in the patient and is thus not available for analysis. Based on a review of the relevant and available information, there is no evidence to suggest that the reported event was related to a device defect.